Event description:
It was reported when using the pyxis anesthesia es system, experienced frequent jamming issues with mini trays 1.13 and 1.14, occurring on a weekly basis. The customer stated that there was a delay in dispensing medication due to this malfunction. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that frequent jamming issues with mini trays 1.13 and 1.14. A field service engineer adjusted the position of the panel to resolve the jamming issue with mini drawer 14 and cleaned with alcohol wipes to remove the residue to resolve the jamming issue with mini drawer 13. The system functioned as intended after the field service engineer troubleshooted the device.